Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used in a "stone removal" procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, the retrieval basket failed to open and close during the procedure. It is unknown if a stone was present in the device when the malfunction occurred. A second zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-02019, which documents the second device. It is unknown how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'good.'

Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used in a "stone removal" procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, the retrieval basket failed to open and close during the procedure. It is unknown if a stone was present in the device when the malfunction occurred. A second zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-02019, which documents the second device. It is unknown how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complaint event could not be confirmed. When the handle was actuated, the basket wires opened and closed with ease. The sheath was found to be out of specification with kinks felt throughout the length. The device was inspected and tested with no malfunction found for the won't open/won't close issue. Therefore, the most probable root cause of this complaint is not confirmed. The kinked and out of specification sheath may be due to the handling of the device during use. Therefore, the secondary most probable root cause for this complaint is operational context. It is also noted that a kinked and out of specification sheath is not a medwatch reportable condition.

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.